Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced right-sided rupture and grade I capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with an unspecified saline breast implant on (B)(6) 2022. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. Additionally a crease was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 14-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 30-mar-2022, mentor received additional information regarding the patient¿s mammogram result, the MRI result, the patient¿s symptoms, the patient¿s information, and the revision surgery. Mammogram performed on (B)(6) 2022 and MRI performed on (B)(6) 2022 indicated right-sided rupture. The patient experienced bilateral pseudoptosis (right grade:ii, left grade: I) and grade ii capsular contracture. Updated reason for device explant and/or reoperation: rupture, capsular contracture, breast ptosis weight of the patient is 134 lb. The patient underwent bilateral removal and replacement with two unspecified 450cc saline breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 15, 2022. In addition the issues reported initially, the patient also experienced suffered several unexplained systemic symptoms post procedure. Joint pains and other unspecified symptoms were noted. Reason for device explant and/or reoperation: capsular contracture/generalized illness/rupture. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).